Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported high blood glucose. Customer stated was hospitalized due to high blood glucose. Customer's blood glucose was 600 mg/dl. Troubleshooting was done. Customer treated with insulin drip. Customer was in the hospital does not have tubing clamp. Customer stated that the site was wet with insulin while playing volleyball. Unable to run the test advised customer to call back to continue troubleshooting. No further information provided.